Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexia 200 laser fiber was used during a laser lithotripsy procedure for a bilateral kidney stone performed on (B)(6) 2017. Reportedly, the laser unit used was moses p120 watt console with settings of 1 joules/1.5 hertz and .6 joules/60 hertz. The total energy used was 14.72 kilojoules. According to the complainant, during the procedure, it was noted that the laser fiber was broken in half about 2 feet away where the fiber is connected to the console. The procedure was completed with another flexia 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.